Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the trigger of the device was spinning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger, a worn motor, foreign substance/debris/cleaning/sterilization, and will not run. It was further determined that the device failed pretest for general condition, check for sticky triggers, check for function of the device, and check the power with power test bench. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance. UDI - (B)(4).

Event description:
It was reported from canada that the trigger of the small battery drive device was spinning. During in-house engineering evaluation it was observed that the device had a sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.